Event description:
It was reported that a patient underwent an unknown procedure with hardware instrumentation. The patient reportedly fell and was exp eriencing pain at s1. The patient was treated with injections to alleviate the pain. A revision was done and all hardware was removed. Fusion had been achieved at l4-s1 and after hardware removal all segments were fused. The surgeon noted that none of the implants were damaged or broken. No complications were reported and no further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.